Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited elevated shock impedance of >125 ohms. This observation was made approximately 1.5 weeks post implant. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew as the source for the observation, and recommended invasive evaluation. There were no adverse patient affects reported.